Event description:
It was reported that the device does not heat up. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was replicated during functional testing. The heater was not heating the water. The root cause was a defective heater. The heater was replaced, and functional tests were performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.